Event description:
Nurse broke the safe-t valve prior to connecting the device to the pump, but used the device anyway. Pt or nurse pulled the device off the pump, resulting in the pt receiving a bolus feeding. Pt experienced vomiting and diarrhea following the event, and may have aspirated. One pt involved.